Event description:
On (B)(6) 2011, a 25 minutes bladder tur biopsy procedure was performed at (B)(6). A bovie ids-300 electrosurgical generator and a non-monitoring dispersive electrode (model rs05) were used. The pt was lying in the lithotomy position and was not repositioned. The electrode was placed on the upper left thigh "10cm above knee". The pt was of athletic build. The skin type of the pt was described as "normal and hairy". The skin was cleaned and dried, not shaved, not disinfected and no ointment has been applied. At the end of the procedure, 2 burns underneath the dispersive electrode were discovered, one at the middle of the electrode on the right side), the other on the same edge close to the far corner. The wounds have been described as 2nd degree burns of approx 1x1cm round shape. The hospital stated the electrode adhered properly. The wounds have been pharmacological treated with anestol. No info regarding the power settings were available.

Manufacturer narrative:
The device involved in the incident and the retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The device involved shows hair at all two hours sites. This finding of hair and the info provided in the questionnaire indicate the IFU has not been followed. It states explicitly "shave the chosen skin area and clean it carefully e.g. Of cosmetics. Dry it thoroughly, in particular if alcohol or other skin cleaning fluids are used. Avoid using flammable skin prepping agents or disinfectants e.g. Acetone degreasers. Be aware that failure to shave might lead to skin burns." In addition, the IFU explicitly states a warning "if an electrosurgical unit offers an electrode contact quality monitoring system like rem, nessy, arm, etc., always use a split electrode." An electrode monitoring system cannot work with a standard un-split electrode. The bovie ids-300 offers such a monitoring system (bovie nem). The hospital has used a non-split electrode. The use of a split electrode (instead the non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. We therefore conclude that a user error caused the event.